Event description:
It was reported that the pt attempted an appointment to assess the development of her increasing impedances. These showed a progressive damage of the electrode array. Electrode channel 2, 3, 5, 7, 8, 9, 10 and 11 have hi status. Electrode 6 has a very high impedance value, but an ok status.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.